Manufacturer narrative:
H3: no conclusion can be drawn, as the device was discarded. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  the tip of the tool was broken. There were no fragments left inside the patient and there was 3 minutes delay in procedure as  a result of the event. It was reported that there was no patient impact. The procedure was completed with the backup product. No additional intervention was performed or planned as a result of this event. On follow-up addition information received it was reported that there was no patient or staff impact.